Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-03018. It was reported that the patient presented for an implant procedure. During the procedure, two right ventricular leads were attempted to be implanted, but both leads exhibited high impedance, so they were removed. A new lead was used to complete the procedure. There were no patient consequences.